Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in one piece. Visual inspection found internal insulation abrasion breaching the ring electrode cable lumen at 71.1 cm ¿ 71.4 cm from the connector pin. The ring electrode ethylene tetrafluoroethylene (etfe) cable coating and inner coil lumen were found intact and undamaged.

Event description:
This report is to advise of an event observed during analysis.